Event description:
Maude event report # (B)(4) attached to this report.

Manufacturer narrative:
(B)(4). Was the foot switch being used? -foot switch not in use. If so what was the setting on the generator? -settings 35 coag 35 cut. Where was the return pad placed during that time? -pad was on right upper back thigh the instrument was returned in good physical condition. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The end effectors were inspected and no broken parts were noted. The instrument was tested for electrical break down and no anomalies were noticed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub tech was holding device when the monopolar cord began to smoke at the connection point with the device. Simultaneously, the scissor tips emitted a flame and the cord fell off the device. Customer unsure whether device or cord was faulty. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.